Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that combo med orders were causing stock med messages to meditech. It notifies that the order was late even though the original order was already given. A technical support specialist provided feedback to customer that combo med option will not work as meditech, it doesn't know the 2nd part of the combo med was also part of the order. Customer was now putting in multi-component orders to get it to charge correctly. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es combo med orders were causing stock med messages to meditech. When the nurses pulled combo med with wate100vi, meditech creates a stockmed order that displays in mar. It notified that the order was late even though the original order was already given. There were no adverse events or injuries reported based on this incident.